Manufacturer narrative:
The devices associated with this report were not returned. A depuy warsaw product director reviewed the provided x-ray and confirmed one screw protruded out of the humeral head. It is unknown if the screw as too long or if it was misplaced. A search of the complaint database found no prior reports for three of the four reported part and lot number combinations. A screw lot (B)(4) found one prior report for this part and lot number combination; however, depuy (B)(4) reviewed the device history records and states no manufacturing deviations or anomalies were observed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised since the proximal screw protruded femoral head. It was suspected that the lock of the proximal screw was loosened and the screw protruded femoral head. On 27 jan, revision was performed since the bone union was achieved. Unable to determine exactly which of the three screws was the one to protrude the femoral head.